Event description:
Additional information received reported that the patient just had questions regarding mris and cat scans. The manufacturer representative on the phone was great answering their questions.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3080 lot# l56607, implanted: 1999 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3080, lot# l56607, implanted: 1999 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2014, the patient had an issue one time where their device turned off and when they turned it back on, stimulation was too strong. The patient was in a lot of pain until they got the device turned down. The patient¿s health care provider (hcp) wanted to do an MRI because of a bulging disc. The area to be scanned was the patient¿s back and the MRI was not related to their device or therapy. The patient had been in a lot of pain from the bulging disc and the pain went all the way down their legs. The patient was walking on a tread mill when it started and the pain started in 1 leg and moved to the other leg. The patient took ibuprofen for a while and then it quit helping so they went to see their hcp. The hcp did an x-ray. The patient hadn¿t had any falls or trauma before the pain started and they only thing they could think of that had happened before the pain was the device turned off and overstimulation when it turned back. The patient wanted to know if that could have caused the pain going down their legs. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.